Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states that at one week post-operatively, the patient complained that their vision was worse post surgery. The patient reported that she could not see anything out of her right eye and that her left eye is tired from always having to compensate for the right eye. At the one month post-op follow-up the patient reported no improvement in her visual acuity. The option of a lens exchange, laser vision correction or corrective glasses was given to the patient by the healthcare facility and the patient opted for corrective glasses. The patient returned in (B)(6) 2024 with a complaint of glare being very bothersome with no improvement in vision since their last vision. Glasses did not offer any improvement and the patient was frustrated with their visual acuity. At the (B)(6) 2024 visit, the patient was symptomatic for poor vision at all distances without correction. The patient suffers from symptomatic posterior capsule opacity. The healthcare facility recommended a lens exchange with a capsule polishing to correct the secondary cataract and rid the aberrations from the extended depth of focus. There is a period of adaptation with any intraocular lens implant referred to as neuroadaptation. Rayner has previously been advised by its medical consultants that this process can take up to six months to achieve in some patients and that approximately 2-3% of patients are just never able to adapt to the functional style of the implanted lens. Lens explantation and exchange for a rayone aspheric rao600c was planned for (B)(6) 2025. The lens was requested for return post explant and device return is anticipated, but not yet received. Based on the information available, the issues appear to be related to the pre-existing symptomatic capsule opacity and failure to adapt to the functional style of the lens.

Event description:
On 31st march 2025, rayner received notification from a us healthcare facility of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that the patient has poor vision and symptomatic capsule opacity necessitating lens explantation.

Event description:
On 31st march 2025, rayner received notification from a us healthcare facility of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that the patient has poor vision and symptomatic capsule opacity necessitating lens explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case. The event description provided states that at one week post-operatively, the patient complained that their vision was worse post surgery. The patient reported that she could not see anything out of her right eye and that her left eye is tired from always having to compensate for the right eye. At the one month post-op follow-up the patient reported no improvement in her visual acuity. The option of a lens exchange, laser vision correction or corrective glasses was given to the patient by the healthcare facility and the patient opted for corrective glasses. The patient returned in (B)(6) 2024 with a complaint of glare being very bothersome with no improvement in vision since their last vision. Glasses did not offer any improvement and the patient was frustrated with their visual acuity. At the (B)(6) 2024 visit, the patient was symptomatic for poor vision at all distances without correction. The patient suffers from symptomatic posterior capsule opacity. The healthcare facility recommended a lens exchange with a capsule polishing to correct the secondary cataract and rid the aberrations from the extended depth of focus. Lens explantation and exchange for a rayone aspheric rao600c was planned for (B)(6) 2025. Analysis of the explanted iol identified no evidence of calcification on this lens. The characteristic calcification nodules are not present on/or in the lens material. A microbiological contaminant, likely some sort of fungi, as there are structures which look like hyphae was identified. Comprehensive sem analysis did not reveal any evidence of calcium phosphate mineral deposition on the lens. Analysis revealed that carbon (c) and oxygen (o) were the main elements of the sample, consistent with the material of the acrylic iol the explanted lens is free of calcification. The microbiological contaminant observed may have been introduced after the explant surgery occurred.